Manufacturer narrative:
Hydraulic hose.

Event description:
It was reported by service report that the rod side hydraulic hoses were leaking. It is unk if there was pt involvement or if there are adverse consequences to report.